Event description:
It was reported that the patient was revised due to cup loosening.

Manufacturer narrative:
Information was received via published literature. Evaluation summary: the article stated that the shell had radiolucency and was revised; no further details were provided. A root cause cannot be definitively determined with the information provided. Evaluation: review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.